Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height to drawer 1 on the auxiliary cabinet would not open due to the ball- bearing cage exceeding the slide rail limits. The field service engineer replaced the slide rails on both sides of the drawer and tightened the hard stop screws to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, there was a drawer failure and was not able to open. The customer reported that there was a delay in issuing medications to patient due to this malfunction. There were no adverse events or injuries reported based on this incident.